Event description:
Event description guidant received information that at implant of this implantable cardioverter defibrillator (ICD) and defibrillation lead, all lead measurements were noted to be normal. One day post-implant the rate sense impedance measurement is greater than 3000 ohms and no capture was seen in the right ventricle (rv). The r-wave measurement has also decreased.